Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was occasionally oversensing the p-wave causing pacing inhibition approximately two seconds. Technical services discussed to think about performing as x-ray to look at the lead position, and might consider lead revision to push the lead farther down with more slack to reduce the oversensing. No further information was able to be obtained. No adverse patient effects were reported.